Event description:
It was reported that at the end of the infusion, 31ml remained in the bag, which did not coincide with what was programmed to be infused(under-infusion). This report addresses the administration set .there was no patient injury reported.

Manufacturer narrative:
One cadd administration set was received for evaluation in relation to the reported event. The returned sample was received in decontaminated condition without its original packaging. Visual inspection, foundno damage of the components, no contamination, no failure mode conditions were observed, the sample meets all the specifications. Functional testing of the device was performed, and the device successfully passed. The reported event was unable to be confirmed or repliacted. Root cause cannot be determined since the reported evetnt was not confirmed due to the fact the sample was tested and successfully passed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.